Manufacturer narrative:
(B)(4). Device code - (B)(4). - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be a stale stop command which led to an early sensor expiration. The reported event of an unknown sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.